Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2004 for permanent birth control. Following the essure procedure, plaintiff experienced severe pain. Her physician advised her that the device had perforated her fallopian tubes and caused ovarian injuries. Plaintiff underwent a hysterectomy to remove the essure device in (B)(6) 2015, and underwent early onset menopause. Company causality comment this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and physician advised her that device had perforated her fallopian tubes and caused ovarian injuries (genital injury). Plaintiff underwent a hysterectomy to remove the devices about eleven years after insertion. Fallopian tube perforation is listed while genital injury is unlisted in the reference safety information for essure. Fallopian tube perforation may occur during any transcervical intrauterine procedure, mostly during essure insertion or removal. In this case, the exact date and mechanism of fallopian tube perforation were not known, however, given the event's nature, causality with essure cannot be excluded. The type of ovarian injury neither the exact location of essure coil were not specified. A causal relationship between ovarian injuries and essure cannot be assessed. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 25-oct-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and physician advised her that device had perforated her fallopian tubes and caused ovarian injuries (genital injury). Plaintiff underwent a hysterectomy to remove the devices about eleven years after insertion. Fallopian tube perforation is listed while genital injury is unlisted in the reference safety information for essure. Fallopian tube perforation may occur during any transcervical intrauterine procedure, mostly during essure insertion or removal. In this case, the exact date and mechanism of fallopian tube perforation were not known, however, given the event's nature, causality with essure cannot be excluded. The type of ovarian injury neither the exact location of essure coil were not specified. A causal relationship between ovarian injuries and essure cannot be assessed. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes"), device dislocation ("essure device in the lower pelvis was incidentally noted") and ovarian injury ("ovarian injuries") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2005), peptic ulcer, esophagogastroduodenoscopy, hiatal hernia, nausea, colon cancer and lower abdominal pain. Concurrent conditions included morbid obesity, hypothyroidism (taking treatment for 15 years), rectal bleeding, diarrhea, colonic polyp, colitis, gastropathy, abdominal pain, epigastric pain, bloating, menses irregular, anxiety, irritable bowel syndrome, flank pain, back pain, back muscle spasms, h.pylori gastrointestinal disease, pyloric stenosis, herpes infection and urinary tract infection (resolved). Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as midazolam hydrochloride (versed) and propofol (diprivan). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2014, 8 years 7 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced premature menopause ("early onset menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain/pain (lower back and pelvic area)/pain"), ovarian injury (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and ovarian injury had not resolved, the device dislocation, premature menopause, hormone level abnormal, menorrhagia, dysmenorrhoea, gastrointestinal disorder, sexual dysfunction, fatigue, weight increased, dyspareunia and vaginal haemorrhage outcome was unknown and the pelvic pain and migraine had resolved. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, ovarian injury, pelvic pain, premature menopause, sexual dysfunction, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition/essure caused birth defects/any complications of your unintended pregnancy or delivery. Symptoms/injuries: headaches; pain in lower back and pelvic area resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight: (B)(6) lbs. Essure confirmation test: total bilateral occlusion; type of test: other ¿ echo. On (B)(6) 2007, pelvic ultrasound revealed there are metallic linear densities extending from the uterus to both fallopian tubes (essure permanent birth control device). Otherwise, the uterus and both ovaries appear not remarkable. On (B)(6) 2007, surgical pathology report revealed chronic active gastritis, severe, antral biopsy immunostains for helicobacter are strongly positive. On (B)(6) 2013, spine lumbosacral min 2 view: degenerative disc disease at l3-4 and l4 s1. 4 lumbar type vertebra. On (B)(6) 2014, surgical pathology report revealed duodenum, biopsy: - unremarkable duodenal mucosa. No evidence of celiac sprue. No evidence of whipple's disease, parasites, or gastric metaplasia (alcian blue/pas stain). Gastric antrum, biopsy: - mild helicobacter pylori chronic active gastritis. - helicobacter pylori identified (hp immunostain). - no intestinal metaplasia identified (ab/pas). Helicobacter pylori organisms are identified on hp immune-histochemical stain. On (B)(6) 2014, radiology test showed essure device in the lower pelvis was incidentally noted. Concerning the reported injury in this case the folowing one event was reported from the medical record. "Device dislocation (essure device in the lower pelvis is incidentally noted)". Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 24-jan-2018: this case is medically confirmed. Reporter information was added. Patient demographics were updated. Her historical condition/concurrent condition, concomitant medication were added. Lab data was added. Essure implantation/explantation dates were updated. Indication was amended. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal or digestive system condition. Events: headaches; pain in lower back; essure device in the lower pelvis is incidentally noted and pelvic area resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device had perforated her fallopian tubes'), device dislocation ('essure device in the lower pelvis was incidentally noted') and ovarian cyst ('ovarian injuries/ ovarian cysts') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2005), peptic ulcer, esophagogastroduodenoscopy, hiatal hernia, nausea, colon cancer and lower abdominal pain. Concurrent conditions included obesity, hypothyroidism (taking treatment for 15 years), rectal bleeding, diarrhea, colonic polyp, colitis, gastropathy, abdominal pain, epigastric pain, bloating, menses irregular, anxiety, irritable bowel syndrome, flank pain, back pain, back muscle spasms, h.pylori gastrointestinal disease, pyloric stenosis, herpes infection, urinary tract infection (resolved) and blood pressure high. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as midazolam hydrochloride (versed) and propofol (diprivan). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pain/pain (lower back and pelvic area)/pain"), back pain ("lower back pain") and gastrointestinal ulcer ("ulcers"). In march 2015, the patient experienced premature menopause ("early onset menopause"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), bleeding menstrual heavy ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain upper ("stomach pain"), diarrhoea ("diarrhea") and constipation ("constipation") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with escitalopram oxalate (lexapro), ibuprofen, topiramate (topamax) and surgery (oophorectomy (one side removal of ovary) and robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and ovarian cyst had not resolved, the device dislocation, premature menopause, hormone level abnormal, bleeding menstrual heavy, dysmenorrhoea, female sexual dysfunction, fatigue, weight increased, dyspareunia, menorrhagia, vaginal haemorrhage, gastrointestinal ulcer, diarrhoea and constipation outcome was unknown and the pelvic pain, migraine, back pain, headache and abdominal pain upper had resolved. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain upper, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal ulcer, headache, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, premature menopause, vaginal haemorrhage, weight increased and bleeding menstrual heavy to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition/essure caused birth defects/any complications of your unintended pregnancy or delivery. Symptoms/injuries: headaches; pain in lower back and pelvic area resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight: 265 lbs. Essure confirmation test: total bilateral occlusion; type of test: other ¿ echo. On (B)(6) 2007, pelvic ultrasound revealed there are metallic linear densities extending from the uterus to both fallopian tubes (essure permanent birth control device). Otherwise, the uterus and both ovaries appear not remarkable. (B)(6) 2007,the uterus and both ovaries appear not remarkable. On (B)(6) 2007, surgical pathology report revealed chronic active gastritis, severe, antral biopsy immunostains for helicobacter are strongly positive. On (B)(6) 2013, spine lumbosacral min 2 view: degenerative disc disease at l3-4 and l4 s1. 4 lumbar type vertebra. On (B)(6) 2014, surgical pathology report revealed duodenum, biopsy: - unremarkable duodenal mucosa. No evidence of celiac sprue. No evidence of whipple's disease, parasites, or gastric metaplasia (alcian blue/pas stain). Gastric antrum, biopsy: - mild helicobacter pylori chronic active gastritis. - helicobacter pylori identified (hp immunostain). - no intestinal metaplasia identified (ab/pas). Helicobacter pylori organisms are identified on hp immune-histochemical stain. On (B)(6) 2014, radiology test showed essure device in the lower pelvis was incidentally noted. Concerning the reported injury in this case the folowing one event was reported from the medical record. "Device dislocation (essure device in the lower pelvis is incidentally noted). Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs received : event "gastrointestinal or digestive system condition" was deleted and it was updated to : diarrhea and constipation.reporter information updated.lab data added.event onset dates updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes"), device dislocation ("essure device in the lower pelvis was incidentally noted") and ovarian cyst ("ovarian injuries/ ovarian cysts") in a 29-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6)1997, (B)(6)2005), peptic ulcer, esophagogastroduodenoscopy, hiatal hernia, nausea, colon cancer and lower abdominal pain. Concurrent conditions included obesity, hypothyroidism (taking treatment for 15 years), rectal bleeding, diarrhea, colonic polyp, colitis, gastropathy, abdominal pain, epigastric pain, bloating, menses irregular, anxiety, irritable bowel syndrome, flank pain, back pain, back muscle spasms, h.pylori gastrointestinal disease, pyloric stenosis, herpes infection, urinary tract infection (resolved) and blood pressure high. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as midazolam hydrochloride (versed) and propofol (diprivan). On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2006, 4 months 20 days after insertion of essure (ess205), the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2006, the patient experienced the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced headache ("headaches"). On (B)(6)2015, the patient experienced pelvic pain ("severe pain/pain (lower back and pelvic area)/pain"), back pain ("lower back pain") and gastrointestinal ulcer ("ulcers"). In (B)(6)2015, the patient experienced premature menopause ("early onset menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain upper ("stomach pain"). The patient was treated with escitalopram oxalate (lexapro), ibuprofen, topiramate (topamax), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation and ovarian cyst had not resolved, the device dislocation, premature menopause, hormone level abnormal, the last episode of menorrhagia, dysmenorrhoea, gastrointestinal disorder, female sexual dysfunction, fatigue, weight increased, dyspareunia, vaginal haemorrhage and gastrointestinal ulcer outcome was unknown and the pelvic pain, migraine, back pain, headache and abdominal pain upper had resolved. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrointestinal ulcer, headache, hormone level abnormal, migraine, ovarian cyst, pelvic pain, premature menopause, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition/essure caused birth defects/any complications of your unintended pregnancy or delivery. Symptoms/injuries: headaches; pain in lower back and pelvic area resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight: 265 lbs. Essure confirmation test: total bilateral occlusion; type of test: other ¿ echo. On (B)(6)2007, pelvic ultrasound revealed there are metallic linear densities extending from the uterus to both fallopian tubes (essure permanent birth control device). Otherwise, the uterus and both ovaries appear not remarkable. (B)(6)2007,the uterus and both ovaries appear not remarkable. On (B)(6)2007, surgical pathology report revealed chronic active gastritis, severe, antral biopsy immunostains for helicobacter are strongly positive. On (B)(6)2013, spine lumbosacral min 2 view: degenerative disc disease at l3-4 and l4 s1. 4 lumbar type vertebra. On (B)(6)2014, surgical pathology report revealed duodenum, biopsy: - unremarkable duodenal mucosa. No evidence of celiac sprue. No evidence of whipple's disease, parasites, or gastric metaplasia (alcian blue/pas stain). Gastric antrum, biopsy: mild helicobacter pylori chronic active gastritis. Helicobacter pylori identified (hp immunostain). No intestinal metaplasia identified (ab/pas). Helicobacter pylori organisms are identified on hp immune-histochemical stain. On (B)(6)2014, radiology test showed essure device in the lower pelvis was incidentally noted. Concerning the reported injury in this case the following one event was reported from the medical record. "Device dislocation (essure device in the lower pelvis is incidentally noted). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received. Treatment drug, lab data were added. Added event stomach pain. Updated onset date. Outcome updated for event stomach pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes"), device dislocation ("essure device in the lower pelvis was incidentally noted") and ovarian injury ("ovarian injuries") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997,(B)(6) 2005), peptic ulcer, esophagogastroduodenoscopy, hiatal hernia, nausea, colon cancer and lower abdominal pain. Concurrent conditions included obesity, hypothyroidism (taking treatment for 15 years), rectal bleeding, diarrhea, colonic polyp, colitis, gastropathy, abdominal pain, epigastric pain, bloating, menses irregular, anxiety, irritable bowel syndrome, flank pain, back pain, back muscle spasms, h.pylori gastrointestinal disease, pyloric stenosis, herpes infection, urinary tract infection (resolved) and blood pressure high. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as midazolam hydrochloride (versed) and propofol (diprivan). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2014, 8 years 7 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("severe pain/pain (lower back and pelvic area)/pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced premature menopause ("early onset menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian injury (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with escitalopram oxalate (lexapro), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and ovarian injury had not resolved, the device dislocation, premature menopause, hormone level abnormal, dysmenorrhoea, gastrointestinal disorder, sexual dysfunction, fatigue, weight increased, dyspareunia, the last episode of menorrhagia and back pain outcome was unknown and the pelvic pain and migraine had resolved. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, ovarian injury, pelvic pain, premature menopause, sexual dysfunction, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition/essure caused birth defects/any complications of your unintended pregnancy or delivery. Symptoms/injuries: headaches; pain in lower back and pelvic area resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight: 265 lbs. Essure confirmation test: total bilateral occlusion; type of test: other ¿ echo. On (B)(6) 2007, pelvic ultrasound revealed there are metallic linear densities extending from the uterus to both fallopian tubes (essure permanent birth control device). Otherwise, the uterus and both ovaries appear not remarkable. On (B)(6) 2007, surgical pathology report revealed chronic active gastritis, severe, antral biopsy immunostains for helicobacter are strongly positive. On (B)(6) 2013, spine lumbosacral min 2 view: degenerative disc disease at l3-4 and l4 s1. 4 lumbar type vertebra. On (B)(6) 2014, surgical pathology report revealed duodenum, biopsy: - unremarkable duodenal mucosa. No evidence of celiac sprue. No evidence of whipple's disease, parasites, or gastric metaplasia (alcian blue/pas stain). Gastric antrum, biopsy: - mild helicobacter pylori chronic active gastritis. - helicobacter pylori identified (hp immunostain). - no intestinal metaplasia identified (ab/pas). Helicobacter pylori organisms are identified on hp immune-histochemical stain. On (B)(6) 2014, radiology test showed essure device in the lower pelvis was incidentally noted. Concerning the reported injury in this case the following one event was reported from the medical record. "Device dislocation (essure device in the lower pelvis is incidentally noted). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet received. Events: lower back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes"), device dislocation ("essure device in the lower pelvis was incidentally noted") and ovarian cyst ("ovarian injuries") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2005), peptic ulcer, esophagogastroduodenoscopy, hiatal hernia, nausea, colon cancer and lower abdominal pain. Concurrent conditions included obesity, hypothyroidism (taking treatment for 15 years), rectal bleeding, diarrhea, colonic polyp, colitis, gastropathy, abdominal pain, epigastric pain, bloating, menses irregular, anxiety, irritable bowel syndrome, flank pain, back pain, back muscle spasms, h.pylori gastrointestinal disease, pyloric stenosis, herpes infection, urinary tract infection (resolved) and blood pressure high. Concomitant products included levothyroxine sodium (synthroid) for hypothyroidism as well as midazolam hydrochloride (versed) and propofol (diprivan). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2014, 8 years 7 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2015, the patient experienced pelvic pain ("severe pain/pain (lower back and pelvic area)/pain") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced premature menopause ("early onset menopause"). In 2015, the patient experienced ulcer ("ulcers"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with escitalopram oxalate (lexapro), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy), surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy and left salpingectomy) and surgery (oophorectomy (one side removal of ovary)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and ovarian cyst had not resolved, the device dislocation, premature menopause, hormone level abnormal, dysmenorrhoea, gastrointestinal disorder, female sexual dysfunction, fatigue, weight increased, dyspareunia, the last episode of menorrhagia, vaginal haemorrhage and ulcer outcome was unknown and the pelvic pain, migraine, back pain and headache had resolved. The reporter provided no causality assessment for device dislocation with essure (ess205). The reporter considered back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, migraine, ovarian cyst, pelvic pain, premature menopause, ulcer, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition/essure caused birth defects/any complications of your unintended pregnancy or delivery. Symptoms/injuries: headaches; pain in lower back and pelvic area resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight: 265 lbs. Essure confirmation test: total bilateral occlusion; type of test: other ¿ echo. On (B)(6) 2007, pelvic ultrasound revealed there are metallic linear densities extending from the uterus to both fallopian tubes (essure permanent birth control device). Otherwise, the uterus and both ovaries appear not remarkable. On (B)(6) 2007, surgical pathology report revealed chronic active gastritis, severe, antral biopsy immunostains for helicobacter are strongly positive. On (B)(6) 2013, spine lumbosacral min 2 view: degenerative disc disease at l3-4 and l4 s1. 4 lumbar type vertebra. On (B)(6) 2014, surgical pathology report revealed duodenum, biopsy: - unremarkable duodenal mucosa. No evidence of celiac sprue. No evidence of whipple's disease, parasites, or gastric metaplasia (alcian blue/pas stain). Gastric antrum, biopsy: mild helicobacter pylori chronic active gastritis. Helicobacter pylori identified (hp immunostain). No intestinal metaplasia identified (ab/pas). Helicobacter pylori organisms are identified on hp immune-histochemical stain. On (B)(6) 2014, radiology test showed essure device in the lower pelvis was incidentally noted. Concerning the reported injury in this case the folowing one event was reported from the medical record. "Device dislocation (essure device in the lower pelvis is incidentally noted). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs received. Updated suspect drug indication. Events vaginal bleeding, headaches and ulcers added. Event updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.